Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k061118.

Manufacturer narrative:
(B)(4). Device evaluation the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the test strips have passed testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began between (B)(6) 2011 at an unknown time. The patient reported unspecified blood glucose reading of 80 points lower with the subject meter compared to an unspecified reading of 80 points higher on the hospital meter. Although the blood glucose readings were not provided, the cca noted the readings were performed within 30 minutes of each other. The patient claimed she manages her diabetes with pills and diet/exercise. Despite the alleged issue, the patient indicated she continued taking her usual dose of medication; however she was unwilling to provide the type and dose of her medication. It is not known if the patient was experiencing any symptoms before or after the alleged issue began; however reported that between (B)(6) 2011, she was admitted to the hospital for assistance. At the time of her hospital stay, the patient indicated she was administered 3 or 6 units of an unknown dose of regular insulin. At the time of troubleshooting, the cca noted the patient's process for testing was correct, an approved sample site used to obtained the result(s) were from the subject meter, and the meter's unit of measure was set correctly. The patient stated she did not have the control solution available at the time to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.